Manufacturer narrative:
The customer returned the suspected contour next test strips. And contour next control solution from lot # 9bv2g52 for evaluation. The suspected contour next link 2.4 meter was returned in dec-2020, as indicated in the first supplemental report. The returned meter was tested with the returned test strips and control solution. Which gave a satisfactory performance. The control readings obtained, during in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test on the contour next link 2.4 meter and obtained a reading of 124 mg/dl at 5:37 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips or control solution were returned. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 9bv2g52, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests in the meter's memory.